Manufacturer narrative:
The device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, per case details, the patient had a revision total knee arthroplasty approximately seven years ago for unknown reasons. However, as of the date of this medical investigation, the requested clinical documentation has not been provided for evaluation. It was noted on the product complaint form that no other patient information is available. Therefore, there were no clinical factors found which would have contributed to the reported event. The patient impact beyond the revision surgery could not be determined. No further clinical assessment can be rendered at this time. Device specific identifiers were not provided. Therefore, an evaluation of the manufacturing records, complaint history review, instructions for use, risk management file and prior actions review could not be performed. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. No details about the cause of the revision surgery were provided, therefore no factors that can contribute can be delineated. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Complaint reference number: (B)(4).

Event description:
It was reported that, after tka surgery had been performed on an unknown date, the patient experienced an unknown adverse event with an unkn legion total knee rev fem comp. This adverse event was solved by revision surgery performed approximately 7 years ago. Patient recovered.